Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter had a power issue ¿ meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue occurred at 2am on (B)(6) 2018. The patient manages their diabetes by self-adjusting their dosage of insulin and did not state whether or not they had made any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that 5 hours later they developed the symptom of ¿sweating¿ and self-treated this by consuming chocolate. At the time of troubleshooting the cca noted that there was no misuse of the product and this was not the first time the product had been used by the patient. The patient¿s products were replaced. This complaint is being reported because the patient claims they were unable to test their blood glucose due to the reported issue and reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged meter issue began.